Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate 3 lvas could not conclusively be determined. The account communicated that the patient presented with his first episode of gi bleeding in the setting of critical illness on vasopressors, inotropes, ventilator, continuous dialysis, and heparin infusion. The patient was transfused 4 units of blood and heparin was stopped. An egd on (B)(6) 2018 revealed 4 non-bleeding angioectasias in the stomach and a few in the duodenum which were treated with bipolar cauterization. An actively bleeding angioectasias in the jejunum was also treated with bipolar cauterization. The patient was also critically ill on a ventilator and continuous dialysis due to refractory right ventricular failure. Additional information was requested, but not provided. The patient ultimately expired on (B)(6) 2019. No product is available for investigation. The heartmate 3 lvas IFU lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: 3601800000-2019-8062 was received 18sep2019. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented with first episode of gastrointestinal (gi) bleeding with left ventricular assist device (lvad) therapy in the setting of critical illness on vasopressors, inotropes, ventilator, continuous dialysis, and heparin infusion. The patient received 4 units of transfused blood and heparin was stopped. There were four non-bleeding arteriovenous malformations (avms) in the stomach, and a few avms in the duodenum were treated with cautery. An actively bleeding avm in the jejunum was treated with cautery. Other information about the patient that may have influenced the outcome of the event was that they were critically ill on ventilator and continuous dialysis due to refractory right ventricular failure. No further information was provided.